Manufacturer narrative:
One level 1 hotline 3 blood and fluid warmer was returned for analysis for a damaged microswitch. The microswitch was observed to be bent. The tank was then filled with water, temp check was attached, line cord was plugged in and the unit was turned on; confirming the complaint. Based on the evidence, the complaint was confirmed. The root cause was found to by due to user interface.

Event description:
Information was received indicating that a smiths medical level 1 hotline 3 blood and fluid warmer did not recognize the disposable unit. It was reported that the disposable required holding tightly to the top of the tubing set for the unit to recognize it. Several disposable sets were attempted to be used with the same issue and the tubing was reported to work with other units. There were no reported adverse patient effects.